Event description:
The customer reported that he did not get a desat alarm for a pt who got a low pulse oximetry reading.

Manufacturer narrative:
The customer reported that he did not get a desat alarm for a pt who got a low pulse oximetry reading, and they were not sure why. The customer stated that it never alarmed for desat but did give a low pulse oximetry alarm message. A nurse reported that a baby had an spo2 of 19%, and she did not get a desat alarm. The customer's biomed confirmed with a philips field service engineer that, post incident, he tested the desat alarm with no failure. He could not reproduce the issue. The biomed looked at the alarm data logs the day of the incident (philips did not receive copies of the data logs), and saw that the desat alarm occurred at the specified time. This is fully consistent with the alarm having been silenced at the bedside monitor. No adverse pt impact was reported, and we will consider that there was no delay in treatment based on the fact that the user reported they saw a low pulse oximetry alarm, which would indicate that they were interacting with the monitor and the pt. Several attempts were made to contact the customer's biomed, which were unsuccessful; therefore, we did not receive any additional info on the condition of the baby. Based on the available info, we will not consider this a malfunction of a philips device. No further investigation or action is warranted. (B) (4).